Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump erosion through scrotal incision. As a result, the device was explanted and replaced with malleable. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100817591. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).